Event description:
Per the audiologist, the pt reported static with the cochlear implant system and has discontinued using it due to the poor sound quality. He indicated that the static sound had been present since initial activation of this implant. Results of an integrity test done in 2007 showed normal receiver/stimulator function. The pt has an implant in the opposite ear. Explantation/reimplantation surgery is scheduled for 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.